Manufacturer narrative:
Analysis for mainframe: analysis found that the main pcb was corrupted. The single board computer pcba was corrupted. The screen stays white when the mainframe has started up. The software was up to date. The single board computer pcba has been replaced. Analysis for interface: the interface was working when checked by medtronic technician on the field. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the mainframe and interface were defective/not working. There was no patient impact.